Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic polypectomy, the loop was initially deployed successfully, allowing placement and ligation around the target polyp. However, during use, the device's metal component reportedly folded, subsequently broke, and failed. As a result, the loop could not be released from the polyp as intended. The user utilized scissors to cut and remove the loop from the polyp, and the procedure was completed using a backup device. There were no reports of further patient harm.

Manufacturer narrative:
Updated fields: h2, h6, h7, and h9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.